Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-01445. It was reported that the patient presented in clinic with an infection. There was no allegation that the system or any procedure involving the system contributed or caused the infection. No vegetation or endocarditis was noted. The physician elected to explant the atrial lead and implantable cardioverter defibrillator. The patient condition was unknown.